Event description:
It as reported the guidewire was placed and a balloon catheter advanced to pre-dilate the renal artery for subsequent stent placement. Unsuccessful entry via the femoral artery preceded this brachial artery approach due to the pt's tortuous anatomy. Upon inflation of the balloon it was discovered the wire had pierced the arterial wall and the balloon had followed. A nephrectomy was performed after attempts to repair the artery were unsuccessful. No malfunction of the device was reported. The pt's anatomy may have been the contributing factor in this event. Co does not attribute this event to the device.